Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6), 2021. During the procedure, the bands would not release. It was reported that the bands were overlapping each other. The procedure was completed with another speedband superview super 7 device. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6) 2021*** it was reported that the procedure performed was ligation of esophageal varices. There were no patient complications reported as a result of this event. Additionally, there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5 (describe event or problem), e1 (initial reporter facility name, initial reporter address 1), h6 (patient codes, impact codes)

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on(B)(6) 2021. During the procedure, the bands would not release. It was reported that the bands were overlapping each other. The procedure was completed with another speedband superview super 7 device. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.